Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on (B)(6) 2008. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not stay powered on during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the unit was connected to 110 vac. The unit failed the initial power connect test. An attempt was made to remove the power supply pcb. Due to the brittle nature of the power supply pcb wiring harness connector, the connector crumbled making it impossible to continue with any further investigation testing. The complaint could not be confirmed.

Event description:
The event is reported as: the unit will not stay powered on during use. No harm or injury to patient reported.